Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00226: plate. 3025141-2016-00228: screw 2. 3025141-2016-00229: screw 3. 3025141-2016-00230: screw 4. 3025141-2016-00231: screw 5. 3025141-2016-00232: screw 6. 3025141-2016-00233: screw 7. 3025141-2016-00234: screw 8. 3025141-2016-00235: screw 9. 3025141-2016-00236: screw 10.

Event description:
An acu-loc 2 vdr plate was implanted. The plate was explanted post operatively as the original placement done was not ideal and the patient was not healing properly. The plate and ten screws were explanted.